Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote transmission via merlin.net showed that the patient's implantable cardioverter defibrillator (ICD) exhibited of non-sustained right ventricular oversensing (nsrvo) episodes. The nsrvo episodes were a result of diaphragmatic myopotential oversensing. No programming changes were made. There were no patient consequences.